Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in hospital for routine check, loss of capture on right ventricular lead was observed. Right ventricular lead dislodgement was noted on fluoroscopy. Patient was asymptomatic. Lead was replaced on (B)(6) 2017. No further information is available.